Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine did not flow from the inlet tube to the drain bag.

Manufacturer narrative:
The reported event was confirmed as supplier related. One sample was confirmed to exhibit the reported failure. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dome bag. Visual inspection of the sample noted no obvious visible defects. The bag was injected with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution was not able to advance into the dome and drain bag due to blockage at the inlet tubing/dome area. This was out of specification per inspection procedure which states, "there shall be no occlusion of the i.d. Of the inlet port, verify with pin gage." A potential root cause for this failure could be component dome, outlet and outlet port 90 degrees out of specification: - obstruction in internal diameter. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed. 3. Use sheeting clip to secure drainage tube to sheet, important: position drainage tube in a straight fashion from catheter to drainage bag. 4. To empty bag: a. Remove outlet tube from housing: gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine did not flow from the inlet tube to the drain bag.